Event description:
Additional information was received from the manufacturer representative (rep). The rep noted that this issue as been occurring since the fall 8-9 months ago. No additional information available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient needed to have their ins reprogrammed because their therapy was not as effective for them since 1-2 weeks ago. Additional information was received. It was reported the patient stated the ins was causing pain as stimulation was turned on the patient felt increased pain in the small of back up the middle of the back. The patient reported that where the needle would have entered to the lead placement, they have leads or anchors are sticking out. The primary care provider believed that they may have a fatty mass or infection and they did an ultrasound. The patient thought there was a mass where the leads would have been inserted. The caller later indicated that the primary care provider ruled out an infection. The caller also reported that the patient lost a lot of weight. The caller stated that the patient fell about 8-9 months ago. Xrays were taken at the provider and the leads migrated a little bit but they didn't think that it should affect therapy. The stimulation was reprogrammed the system shortly after the fall. The issue was not resolved through troubleshooting.